Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) was broken; stripes in image occurred; no image was displayed; broken light guide bundle of the video cable section; and the light transmission was lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely there were stripes in the image and no image was displayed due to the broken r-unit (charged coupled device) and the light transmission was lost or too low due to the broken light guide bundle of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a flicker on screen during use. There were no reports of patient harm.